Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report of error codes was not confirmed. The unit was fully inspected and no error codes were discovered. However, evaluators did note some rust was attached to the motherboard connector. Consequently, both the graphics processing unit as well as the motherboard will be replaced. Another round of evaluation will take place following the completion of that repair. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera 4k uhd camera control unit was presenting error codes e116 & e312 during preparation for an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error code e312 was possibly caused by a corroded board, and error code e116 was possibly caused by a timing error of the device's board. However, the root cause of the faulty board could not be determined. Olympus will continue to monitor field performance for this device.